Event description:
Same case as MDR #: 2134265-2012-00142. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the catheter became stuck on the guide wire the 70% stenosed lesion was located in the calcified and moderately tortuous left external iliac artery. The unspecified size sterling otw balloon catheter became stuck on a thruway guide wire. The guide wire was kinked approximately 5cm from the tip. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the de novo target lesion was severely calcified and the balloon was intended to be used for plain old balloon angioplasty (poba).

Manufacturer narrative:
Device evaluated by manufacturer: the specimen received presented indications of tensile overload of the distal tip region revealed by a fracture of the ground portion of the wire. The coil segment approximately 2 and 3cm from the distal tip was stretched to expose both aspects of the wire fracture. The specimen presented coil displacement distally from the proximal coil to core joint resulting in a 2.25mm stretch region immediately distal of the proximal braze joint and coil compression distally resulting in a tensile overload of the ground portion of the wire 2.60cm from the distal tip; and a bend at 2.80 to 3.00cm from the distal tip. The specimen also presented several bends/kinks of varying severity scattered over the length of the device. The specimen had an unidentified light colored residue at both the distal solder joint and the proximal braze joint; apparent blood-like matter was present between the coil wraps and on the exposed ground portion of the wire shaft. No other damage or inconsistencies were noted to the specimen at this time. All joints appear to be correct and intact by visual and other further examination. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).